Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly submitted in the initial report. Correction: in section b, "required intervention" was mistakenly checkmarked. The proper checkmark for this event is "other serious". This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with unspecified mentor gel breast implants in 2005. In (B)(6) 2019, the patient reported that she was in a car accident, and now she suspects that both implants are ruptured. Additionally, the patient reported that she has experienced bilateral rippling over the past couple month as well as breast pain. The patient reported that she has a suspected case of bilateral capsular contracture (baker grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.